Event description:
It was reported that the patient changed an expired pod after returning from a walk and applied a new one to the thigh. However, the cannula did not insert properly, likely due to poor adhesion attributed to hot weather. Unaware of the malfunction, the patient consumed a large meal (approximately 107 grams of carbohydrates), resulting in a blood glucose spike to 28 mmol/l (504 mg/dl). The patient subsequently experienced symptoms including dizziness, chest pain, headache, pressure, and difficulty walking. Emergency services (999) were called due to elevated ketone levels, though no diabetic ketoacidosis (dka) was detected. The healthcare provider considered IV fluids but opted for observation as the patient was sufficiently hydrated. The visit lasted approximately two hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.